Event description:
Pt received implants on an unknown date and had removal on an unknown date. Devices were returned to co for identification purposes only and upon visual examination the right implant appeared to be intact without full shell integrity and the left implant appeared to be intact with unknown shell integrity. Devices were returned to reporter without further eval.